Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 250 mg/dl, 270 mg/dl, 135 mg/dl, 102 mg/dl and 275 mg/dl at the time of incident and low blood glucose level was 41 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose and glucose for low blood glucose. The device will not be returned for analysis.